Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that low r-waves were exhibited with the patient's right ventricular (rv) lead. The clinic is continuing to monitor the issue, and the rv lead remains in use. No patient complications have been reported as a result of this event.